Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported on (B)(6) 2019, the patient went for posterior spinal fusion follow-up. During the visit the surgeon ordered x-rays for the patient, which revealed the cocr rod on the right side of the patient had detached from pedicle screw fixation at t11, l2 and l3. Per the surgeon, the patient is not experiencing any pain or other issues due to malfunction. There was no patient harm/consequence. This complaint involves one (1) device.